Event description:
It was reported the patient had developed an infection at the lead incision site. It was reported the patient is a diabetic and her blood sugar levels had not been under control over the last few months. She allegedly presented to the emergency room with an open wound at the site. The physician consequently explanted the patient's entire scs system. Culture results are currently unknown and the patient was treated with intravenous antibiotics. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.